Manufacturer narrative:
Although inogen, inc. Is not the manufacturer, an internal investigation was initiated to determine the cause of the malfunction. Inogen's investigation of the device is complete. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced fluid on her lungs. In turn, the patient was hospitalized for four days in (B)(6). As a result, the patient was instructed by the manufacturer to remove the humidifier from the unit and use the device without the humidifier.